Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation, the electrode belt trunk cable was severed and missing and the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief, damaging the trunk cable connector (B)(4) on the distribution node (dn) pca. The root cause for the damaged cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.